Event description:
(B)(6). According to the information received, a hospital reported that a folysil catheter in which the balloon burst. The balloon burst inside the bladder of the patient. No information about the instructions for use. The product was thrown away. The hospital reported that there was no clinical consequence for the patient.

Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed. Device not returned for evaluation.